Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of compromised force sensor system alarm on their insulin pump. The customer states that insulin was shooting out, and they are stuck in the priming loop. The customer's blood glucose level at the time of incident was 120mg/dl. The customer's most current level was 284mg/dl. Troubleshoot was conducted, and the device was not able to bolus into air because of multiple compromised force sensor system alarms. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.